Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the both foot siderail will not latch in the "up" position. The siderail plunger does not fit into the hole in the siderail mounting bracket weldment. There is no visible damage that would cause the problem.